Event description:
During routine testing of the device, the service technician reported the monitor failed the communications portion of the manufacturing test. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Device evaluation in progress, but not yet concluded.